Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that an ambulance is with a patient who is having a cardiac arrest. We arrive with a second ambulance to assist and we need to get vascular access and after a short while, they prepare the patient for intraosseous access. We take the drill from the emergency bag and when we start to drill, the led is green, indicating enough battery power. But the drill does not have enough power and the drill stops which causes us not to be able to set the access. We must run out to the second ambulance to get the drill from their emergency bag. The same problem happens with the second drill. We only carry 1 drill per ambulance. As a result, there was a delay in administration of drugs. On arrival at the hospital an intraosseous access could be established, and drugs could be administered.